Event description:
This lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2011 due to lead impedance was greater than 2000 ohms with no capture at maximum outputs. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).